Event description:
Physician intended to use a visi-pro balloon expandable stent with a 6fr cordis 15 cm sheath and cordis aquatrack guidewire for the treatment of a 60 mm moderately calcified, severely tortuous fibrous lesion in mid/ distal location in the left common iliac artery of diameter 8 mm. Lesion exhibited cto (chronic total occlusion-100%). Embolic protection was not used. The device was prepped as per IFU without issue. It was reported that during removal, following failed delivery of the device, stent dislodgement occurred. The dislodged stent was not removed. An additional stent (protégé 7 mm x 40 mm) was used to push against the arterial wall. Lesion was pre-dilated using a 5 mm pre-dilation device. The protégé 7 mm x 40 mm device was passed through the dislodged visi-pro stent to scaffold and secure the stent against the arterial wall with resistance encountered requiring excessive force for delivery. No further patient injury reported.